Event description:
It was reported that this pacemaker reported an alert that was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER). The stored electrogram (egm) shows intermittent loss of capture (loc) on the right ventricular (rv) lead with programmed output at fixed 3.5v (volts). The most recent rv threshold measurement was greater than 3.0v. The other lead measurements are satisfactory, and the battery longevity is normal. Further review was recommended. At this time the device and rv lead remain in service. No adverse patient effects were reported.